Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: two unopened units were received by our quality team for evaluation. In addition, four photos were received from the customer. Upon inspection of the two units and the customer photos, black powder like specs were observed on the barrel and inside of the bottom web. A microscopic inspection of the units revealed that the black specks have a similar color and appearance. The reported defect has been verified based on the returned samples evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Visual identification proved inconclusive and one unit was sent as a representative of both for fourier-transform infrared spectroscopy (ftir). The foreign matter was identified as nylon, which is a known component in the bottom web. Based on the size, color and location of the foreign the nylon is most likely burnt bottom web. During the heating and forming steps of packaging buildup can occur when the teflon coating wears down. This buildup burns and flakes off onto the bottom web. Preventative maintenance is performed per the quality plan to check and ensure proper coating of teflon on the heating plates to reduce this type of foreign. Additionally, operators perform periodic cleaning per the quality plan. Preventative maintenance records were reviewed and verified as up to date during the manufacturing of this lot. The root cause is linked to the manufacturing. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: this is a report about foreign matter in the package. According to the customer's report, black spots were found in some packages.